Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and three months post implant of this 21mm aortic bioprosthetic valve, a 23mm transcatheter bioprosthetic valve was implanted valve-in-valve due to patient prosthesis mismatch and stenosis. No additional adverse patient effects were reported.